Manufacturer narrative:
D4): device lot number, expiration date, serial number unk. Partial UDI populated. H3): the device was discarded, thus no investigation could be completed. H6): perforation of vessels and death are known risks of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove 4 leads (two right atrial (ra models 5032(l) and 2088tc(r) and two right ventricular (rv models sct200(l) and 2088tc(r)) to create space for a bi-ventricular upgrade. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Multiple spectranetics devices (16f glidelight laser sheath, tightrail rotating dilator sheath, visisheath dilator sheath) were used during the procedure. Both ra leads and model 2088tc rv lead were extracted successfully. Using the 16f glidelight with traction from the lld ez to attempt removal of the sct200 rv lead, the lead began to fracture. Therefore, further attempts to extract the lead were aborted. There was no attempt to unlock the lld ez from the lead, so the sct200 rv lead/lld were cut and capped and remained in the patient (MDR #3007284006-2024-00054). During the procedure, hemodynamic changes were observed but no injury was reported, so the patient was stabilized by anesthesia personnel. Approximately 2 hours post-procedure and during re-implantation of a new lead, the patient's condition deteriorated. Rescue efforts began, including sternotomy. A 3 cm left innominate perforation was discovered and repaired (MDR #3007284006-2024-00053). Unfortunately, despite rescue efforts, the patient did not survive. The physician believed the innominate perforation occurred during the lead extraction procedure. This report captures the 16f glidelight which was in use during the lead extraction procedure and may have contributed to the perforation, requiring intervention but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
D4): correction: removing primary di number from UDI# field. The lot number was not provided, thus an entire UDI# is unavailable. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person."